Event description:
It was reported that pump displayed malfunction code 24 and could not be reset, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to ensure insulin delivery, and technical support arranged replacement pump shipment, confirmed warranty and shipping details, provided instructions for storage mode, pump return, and programming of pump settings and cgm connection, and customer acknowledged all instructions.